Event description:
A hemodialysis inpatient user facility reported at the beginning of treatment a blood leak occurred. Blood had just reached the dialyzer and was flipped (per policy) to arterial end up. At that moment the technician noticed a strip of blood on the inside of the dialyzer. The treatment was stopped and the blood was not returned to the patient. Test strips were negative for blood from the dialysate line. There was no audible or visual alarm. Estimated blood loss was 200 ml. Patient had no adverse effects and no medical intervention was required. The dialyzer was returned to the manufacturer.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.